Manufacturer narrative:
Section d1: corrected. Section d4, catalog number: corrected. Section d4, lot number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for analysis due to one driveline fault alarm. The log file confirmed an isolated driveline fault that occurred on 19oct2023.it appeared that the was some degradation to one of the phases. To ensure the authenticity of the driveline degradation, a controller exchange was recommended. Per the recommendation, the controller was exchanged, and new log files were submitted that showed degradation to the same phase as in the log files from the original controller. This confirmed the driveline faults were being caused by an issue with the driveline. The driveline reportedly had a kink in the external section that was thought to be abnormal. New log files were submitted on 30oct2023 that showed no change to the driveline phase data where phase a continued to be the cause of the driveline faults. Percutaneous lead repair was performed on (B)(6) 2023, during which it was noticed that the copper shielding was beginning to break down and there was rescue tape near the controller connection. The phase data post the repair looked better but continued to be a little higher than the other 2 phases. Areas of rescue tape near the controller connection was noted during visual inspection of the percutaneous lead. Another log file was downloaded before the patient was discharged on (B)(6) 2023. The log file continued to capture low flow events and the phase data also continued to show intermittent elevations on phase a but no driveline fault alarms. Another set of log files were downloaded on 06nov2023 that revealed numerous low flow events between 03nov2023 and 06nov2023. The phase data did not not any major abnormalities. There were no other unusual events recorded in the log file event history and the device was operating as intended. Additional information was received that the cause of the low flows was unknown. Medication changes, speed changes, and right heart catheterization were performed to resolve the low flows with no success. The patient was asymptomatic and was admitted to the hospital as of (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: an isolated driveline fault alarm was confirmed via the submitted system controller log files. Low flow alarms were also confirmed via the submitted system controller log files; however, a specific cause for the alarms cannot be conclusively determined. The submitted log file from the exchanged system controller (serial number (B)(6)) contained events and data captures spanning from (B)(6) 2023 to (B)(6) 2023. The submitted log files from the new system controller (serial number (B)(6)) contained partially overlapping events spanning from 26oct2023 to 31oct2023 and from 03nov2023 to 06nov2023. An isolated driveline fault alarm was captured on (B)(6) 2023. In addition, numerous low flow alarms were captured throughout the log files. A distal end driveline repair was performed by an abbott technical services representative on 30oct2023. The approximately 16" segment of driveline was returned for evaluation. Electrical continuity testing of the driveline as returned did not reveal any discontinuities or shorts. The driveline was carefully disassembled, and visual inspection of the underlying wires did not reveal any breaches or areas of concern. The driveline was then submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation. This test did not reveal any insulation breaches that would have contributed to an electrical short. The driveline was connected to a test heartmate ii left ventricular assist device and operated on a mock circulatory loop for an extended period of time. The driveline fault alarm was unable to be reproduced. The patient remained ongoing on (B)(6) until they received a heart transplant in (B)(6) 2024 (refer to MFR # 2916596-2024-00416). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use is currently available and discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The instructions for use explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. The heartmate ii left ventricular assist system patient handbook is currently available and contains information on caring for the driveline. Information that covers visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.